Event description:
It was reported that the right femur was loose and needed to be replaced.

Manufacturer narrative:
An event regarding loosening involving a unknown triathlon femoral component was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. -medical records received and evaluation: no medical records or x-rays were made available for evaluation. -device history review: not performed as the device was not properly identified. -complaint history review: not performed as the device was not properly identified. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, pre- and post-op xrays, patient history, histopathology report & follow-up notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
It was reported that the right femur was loose and needed to be replaced.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown #4 ps triathlon femur. When completed, the investigation results will be submitted in a supplemental report.